Event description:
After several weeks of implantation, the implanted valve could not be reprogrammed. After several programming attempts, the valve explanted. Affilitae reports that exam of the explanted valve revealed a hole and a crack at the motor housing and a hole close to the bottom end at the anti reflux device. The distal catheter inside the pt was also torn. There was no reported trauma or injury to the pt that would have explained the damage to the valve.